Event description:
It was reported that approx 30 minutes into a da vinci surgical procedure, the vision from one eye was unclear and the surgical staff was unable to correct the problem. The endoscope was removed, and a lens was observed missing from the endoscope tip. The missing lens could not be found and the site was unable to determine if the lens was lost in the pt or in the sterile field. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment MFR (OEM) for eval. The OEM confirmed that a lens is missing and found the glue to be washed out at all windows and lens causing fluid invasion and several optical parts damaged by fluid. The OEM concluded that the likely cause of the missing glue was due to unsuitable cleaning and operating room sterilization methods.